Event description:
It was reported that during a starr procedure that a washer was broken. The case was completed with sutures. The pt is fine.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired and formed all the staples as intended, it was noted the test media showed jagged cut. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.